Event description:
A report was received that a patient was burned on their buttocks from charging. The patient said that the burn would happen two times a month, and she did not receive any treatment for the burn.